Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. The device sometimes caused pain and she often didn¿t feel it was working.

Event description:
It was reported, the patient did not feel stimulation. Increasing stimulation resulted in painful stimulation and felt like they did not ¿have a tampon in all the way.¿ the patient had been experiencing diarrhea every day for two weeks. The issue occurred more in the morning. The patient had also experienced a sudden return of bowel leakage for at least a month. The patient had fallen on their knees over a month prior to call. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0gkjk, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).